Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. The case was escalated for further review, which revealed that the system showed optical instability on 08 dec 2025, contributing to the differences observed in bg/sg. Customer care assisted the user with re-linking the sensor, which was completed successfully. Customer care advised the user to continue using the system and to contact customer care if discrepancies persisted. Following the sensor re-link, the user had better agreement between sg and bg readings. Per dms review, the system is currently with up-to-date information. B4.date of this report 07 march 2026. G3.date received by the manufacturer? 07 march 2026. H3. Device evaluated by manufacturer?yes. . H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.